Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The endoleak was confirmed to be a type ib.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: catalogue #: vamf4036c150tu, serial #: unknown, use by date: unknown, upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm.   It was reported that an endoleak of unknown origin was observed on a follow-up CT scan. It was noted that the endoleak was potentially either a type ib or type iiia junctional leak. An intervention was carried out 4 days later, with successful distal implantation of a valiant navion stent graft. As per the physician, the cause of the event could not be determined.   No additional clinical sequelae were reported and the patient is fine.